Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Customer¿s blood glucose level was 500-600 mg/dl with high ketones. Reportedly, ketone level was identified as dangerous by healthcare provider. The high bg was corrected via a manual correction injection. Customer was also hospitalized, reportedly due to the fill estimate issue. However, no further information was provided, as contact abruptly ended call.